Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2022, e.h. Underwent placement of an angiodynamics' vortex lp product, upn (B)(4), lot number 5400308. Upon information and belief, the vortex lp device at issue has the following description: vortex lp dual titanium port system with attachable 11.4f x 76cm silicone catheter. The vortex lp device at issue was implanted by dr. (B)(6), md at (B)(6) louisiana, for transfusion treatment for plaintiff's sickle cell anemia. On or about december 14, 2022, plaintiff presented to (B)(6) louisiana, to be evaluated for pain crisis related to her sickle cell anemia; at that time, e.h.'s medical team found her to be persistently bacteremic with staph epidermitis. At that time, plaintiff's medical team investigated the possible sources of plaintiff's persistent bacteremia. The infectious disease service became involved in the process of said investigation and it was able to determine that plaintiff's port, i.e., her vortex lp port, was the source of her persistent bacteremia with staph epidermidis. On (B)(6) 2022, plaintiff's infected port, i.e., the source of plaintiff's persistent bacteremia with staph epidermidis, was removed by dr. (B)(6) md, at tulane medical center. As a result of having the vortex lp implanted, e.h. Has, allegedly, experienced significant pain and suffering, has undergone additional surgeries, and has suffered financial or economic loss, including, but to limited to obligations for medical services and expenses

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue. A device history record (DHR) review of the indicated packaging/assembly/component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Sterilization load release records for packaging lot {5400308} were reviewed, with no issues observed. Labeling review: the directions for use (dfu, 16605362-01) that is provided with the vortex port device contains the following directions and precautions: indications for use: the angiodynamics port line is indicated for any patient requiring repeated access of the vascular system for delivery of medications, nutritional supplementation, fluids, blood, blood products, and sampling of blood. Dual models are indicated for combination therapy, simultaneous infusions, withdrawal of body fluids, and bolus delivery during continuous infusion. Contraindications: angiodynamics port systems should not be implanted in the presence of known or suspected infections, bacteremia, septicemia, and peritonitis, in patients who have exhibited prior intolerance to the materials of construction, or patients whose body size or tissue is insufficient to accommodate the size of the port or catheter. Potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - infection. System maintenance: venous systems: after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". If the port is not being used, a "heparin lock" should be administered every 4 weeks. Arterial systems: after use, the port should be flushed with at least 20 ml of normal saline. This should be followed by a "heparin lock". Positive pressure should be maintained on the syringe plunger at all times to minimize reflux of blood into the catheter. If port is not being used, a "heparin lock" should be administered once a week. Peritoneal systems: the intraperitoneal port should be flushed after use, or once a month if not in use, with 10 ml of heparinized saline at a concentration of 10 units/ml. General guidelines · each access of an angiodynamics port should be performed using aseptic technique. · the needle should be advanced through the septum until it contacts the base of the port body. Once positioned in the septum, the needle should not be rocked or tilted. Such movement may cause septum damage. · at no time should the system be left open to air. Tubing clamps should be used to prevent inadvertent air embolism. · when infusing into an angiodynamics port system, do not exceed 40 psi. · do not use a syringe size smaller than 10 ml. Smaller syringes may create an overpressurized system. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).